Manufacturer narrative:
Not in use on patient. The universal battery charger is not a single use device. Approximate age of the device is 5 years and 7 months (calculated from the manufacture date of the battery charger). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that "crackling/sparking" was observed when batteries were inserted into the universal battery charger (ubc), and the display was dim. The ubc was removed from the facility. No additional information was provided.

Manufacturer narrative:
Device evaluation: the returned universal battery charger was evaluated and the reported issue (crackling/sparking) was not observed or duplicated. The unit was functionally checked and no faults were found. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's device evaluation conclusions: the reported event of the universal battery charger with a crackling/sparking as well as a dim display was confirmed through this analysis. The returned universal battery charger (ubc), serial number (B)(4), was evaluated. The system was received by technicians and found to be in a good condition; no anomalies were found. The unit booted up as intended; however, the lcd display was noted to be dimmer. The ubc underwent a functionality inspection and the unit was able to charge batteries as intended. Troubleshot the unit which revealed that the lcd pcb needed to be replaced. After replacing the pcb, the unit functioned as intended thereafter. The ubc underwent a preventive maintenance as well as a safety test without any functional issues. The unit was cleaned, and old labels were removed. Performed all tests per procedure and the unit passed. Although it was confirmed, a specific root cause for the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.